Event description:
It was reported that the health care professional (hcp) is getting a report that the explant pending 1 year remaining battery issue and monitoring shows 13 years remaining. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.